Event description:
A (B)(6) female pt called zoll customer support to report that the power cord connector for her charger was damaged and her charger would not power up. The pt was issued a replacement battery charger / modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the charger's power supply connector was damaged, preventing the charger/modem from powering up. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The pt received a replacement battery charger/modem.